Event description:
Additional information was received that indicated that product analysis has been completed on the patient's generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring test (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was initially reported that the pt had been experiencing an increase in seizures, unk if above or below pre-vns baseline or if related to vns. Pt had a prophylactic generator replacement. The generator has been returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Good faith attempts for more information have been unsuccessful to date.